Event description:
As reported by the edward's clinical specialist during the transcatheter aortic valve replacement (tavr) procedure there was a common femoral artery perforation requiring stenting and surgical intervention. Per report, during arterial dilatation, there was significant scoring of the dilators starting with 18fr size. The 24fr sheath was inserted with moderated difficulty. The valve was implanted without incident. The sheath was withdrawn with moderate resistance and the artery appeared to be tearing and dissecting at the sheath insertion site. A peripheral balloon was inserted from the contralateral side to occlude flow while a surgical repair was attempted. The surgical clamp damaged the artery at the level of the external iliac and an angiogram revealed extravasation at the level of the external iliac as well as the femoral artery. A 10x5 viabahn stent was placed in the external iliac and a 9x5 viabahn stent was placed in the femoral artery. Good arterial hemostasis and flow were restored and the cutdown was closed in a surgical fashion. Additional information received from the edwards clinical specialist indicates this patient has been discharged from the tavr procedure. The event was attributed to calcified narrowing in the common femoral artery. There was nothing abnormal noticed while inspecting the devices (dilators and sheath) prior to use. There was difficulty encountered during insertion and removal of the dilators beginning with the 18fr size and upward. The devices were discarded and will not be returned.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. Per the IFU and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 8.0mm; there was moderate vessel calcification and narrowing in the common femoral artery. In addition, there was difficulty transitioning the dilators in and out of the patient¿s vasculature. It is likely that patient vessel factors (borderline minimum luminal vessel diameter, calcification and narrowing of the vessel) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.